Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during a procedure the suction mode of the fms duo+pump / shaver combo is not working and the green part of the tube got broken physically. Spare one used to complete the case. No patient consequences. Loaner required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received at the service center and evaluated. Our affiliate reported an issue of the suction mode of the device was not working and the green part of the tube got broken physically, per service report this complaint cannot be confirmed. During evaluation, the left and right lexan covers were found to be cracked. The bearing of pump heads were rusted. The left wing was missing. The guide line and chamber holder were twisted. The tips and rubber feet were worn out. After repair, the device was found to be working according to the specification. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. User mishandling is the possible root cause for the missing left wing. The repeated use of the device is a possible root cause of the were observed on the tips and rubber feet. The bearing of pump heads might have been rusted due to the fluid ingress into it. With the available information, we cannot determine the root cause of the other observed failures. A manufacturing record evaluation was performed for the finished device serial number (c36a10218 ), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record device history lot a manufacturing record evaluation was performed for the finished device c36a10218 number, and no non-conformances were identified. Device history batch, device history review null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.